Event description:
It was reported that a patient underwent an ablation procedure with a lasso® 2515 nav eco variable catheter and a non-MDR reportable curve issue occurred. The bwi failure analysis lab received the complaint device for analysis. Visual inspection revealed that there was electrode damage, the electrode was rough and lifted. This is a reportable lab finding, as the integrity of the catheter has been compromised and could pose risk to patient. Per the event description, there was no consequence to the patient and the procedure was completed using a similar like device. The awareness date was updated for this complaint to 5/5/2015, the date said issue was discovered in the bwi failure analysis lab.

Manufacturer narrative:
(B)(4). Manufacture's reference no.: (B)(4). It was reported that a patient underwent an ablation procedure with a lasso® 2515 nav eco variable catheter and non-MDR reportable curve issue; it was impossible to curve the device. Upon receipt, the catheter was visually inspected and it was found that ring #2 and ring #7 were dented. Per the catheter's condition, the outer diameters of the catheter were measured and it was found within specifications. Per the complaint, the catheter was tested for deflection and contraction tests, and the catheter failed during deflection testing. Afterwards, the catheter was dissected and the puller wire was found to be out of the catheter slug, causing the deflection issue. Further information was requested regarding the condition of the catheter; however none has been made available to bwi. The customer complaint has been verified. An internal correction has been opened to address lasso ring damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.